Event description:
I had lasik surgery done 2 and a half years ago. Recently I've started to see dots or lines in my vision (what are known as floaters) during the day and halos/starburst at night. I wanted to file this report because I feel people are not fully aware of the potential side effects with the surgery.